Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a remote monitoring disabled alert and that the explant indicator date was reset. Technical services (ts) was contacted and after reviewing the data noted that magnet application had induced a false positive zip disablement. Ts also noted that the latest software had restored radio frequency (rf) telemetry function. This crt-p remains in service. No adverse patient effects were reported.